Event description:
It was reported that the 9800 system would show an error code and reboot during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The line voltage was adjusted and software was reinstalled during the service call. The system was tested and found to be working as intended and put back into service.